Event description:
It was reported that, during implant procedure, this pacemaker was an attempt due to noisy signals when the right atrial (ra) lead was inserted. The physician indicated that the set screw appeared to have some sort of opening. Subsequently, the pacemaker was replaced, and all measurements were as expected. No adverse patient effects were reported.